Event description:
It was reported that the user experienced low glucose episodes after meals while using the ilet bionic pancreas and expressed a need for more control over meal announcements due to highly inconsistent eating habits, and they plan to switch to another pump. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Troubleshooting and education were provided. Investigation included internal review of the event. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded that no specific device malfunction was identified and the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.